Event description:
The device was used during a video assisted thorascopic surgery. It was reported by the rep. On the first firing, the handle of ez35b was broken. They completed the case by using new instrument. There was no consequence to the pt.

Manufacturer narrative:
H4: information unavailable. H6: code 400(other): damaged firing mechanism. Based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.